Event description:
"Device inserted, anchor deployed. When needles pullback, suture missing. Device removed and manual pressure applied. Large hematoma, 25cm diameter noted." Upon further query with the customer, the following info was received. The physician attempted arteriotomy closure with the closer s 6fr device after an unspecified procedure. The device was inserted and deployed. When the needles were removed, the sutures were not attached. It was noted at this point that a hematoma started to develop. The hematoma proceeded to grow and was described as being "odd-shaped" and approximately 25cm in size. The device was removed and manual compression was held for fifty minutes. Hemostasis was then achieved. It was reported that the pt was seen two days later and was doing "fine".